Event description:
It was reported that the light flickered and the unit turned off intermittently.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.